Event description:
A health care professional reported that this patient was referred to (B)(6) medical care for treatment on (B)(6) 2013. As the patient had one (1) sacral ulcer of 10cm x 7cm diameter, depth unreadable, with 100% dry necrotic tissue, loose edges, and moderate exudate not fetid and serous. Sloughy surrounding skin. She also had a left trochanter ulcer of 3cm x 3cm diameter, with 100% dry necrotic tissue, irregular boarders, scant exudate not fetid and serous, slight flush on surrounding skin. She also had a left trochanteric ulcer with 20% surface 3cmx 2cm fibrin tissue and 80% granulation tissue, irregular edges, exudate not fetid and serous, surrounding skin with slightly blush. It was reported that the wounds did not show signs of infection. On (B)(6) 2013, two new pressure ulcers were identified. One (1) external ulcer on distal third part of left inferior extremity, 100% fibrin and a pressure ulcer on left heel, inner, diameter 1x1cm with 70% fibrin. On (B)(6) 2013, an increase was observed on left trochanteric ulcers and 3x2cm and 2x1cm, separated by a bridge of skin, wound bed with 100 wet necrotic tissue. It was noticed that on the right trochanter, six small ulcers separated by a bridge of skin were observed, with 100% of necrotic tissue: 7x6cm sacral ulcer 100% with moist necrotic tissue. The patient also had an ulcer on distal third part of left leg 1x1cm with 40% fibrin and 40% granulation tissue. On the patient's left heel was an ulcer 2x2cm with 90% necrotic tissue and 10% fibrin, macerated edges, without signs of infection . The wound care process for this issue was continue local care duoderm gel and more duoderm control gel formula on trochanteric ulcers and left inferior extremity. The sacral ulcer continues to be treated with the aquacel ag healings every four (4) days. On (B)(6) 2013, it was noticed that the patient had a nutritional deficiency, bedridden, signs of wound infection were shown and enlargement of ulcers. The sacral ulcer with 100% of fibrin had loss edges, moderate exudate no fetid and serous; the ulcer right trochanter with 100% of necrotic tissue, slight exudate not fetid and serous, surrounding skin flushing and fragile skin; and the left trochanteric ulcer was moist with necrotic tissue, loose edges, exudated moderate fetid and serous. The patient's surrounding skin was flushing and had a pocket at the 5 hours of approximately 6 cm. The patient had an external ulcer and heel ulcer on the left inferior extremity with slight exudate not fetid, and healthy skin around the surrounding skin. On (B)(6) 2013 the patient was assessed by the doctor and he found her hemodynamically stable, without fiber, but doctor considered that sacral and trochanter wounds were over-infected.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. On (B)(6) 2013, a wound healing process was initiated on the sacral ulcer by utilizing the aquacel ag dressing 10cmx10cm and duoderm secondary control gel formula. For the right trochanter ulcer and the left trochanteric ulcer the wound therapy that is being utilized is the gel duoderm was applied and covered with duoderm control gel formula. On (B)(6) 2013, the wound care process for this issue was to continue local care duoderm gel and more duoderm control gel formula on trochanteric ulcers and left inferior extremity. The sacral ulcer continues to be treated with the aquacel ag healings every four (4) days. The patient receives the healings every four (4) days. On (B)(6) 2013, the patient's trochanter and sacral ulcers were treated as they placed aquacel ag and gauze as secondary dressing. They left the inferior extremity ulcers to continue to be treated with duoderm gel and duoderm control gel foam. The patient's wound's edges were protected with zinc oxide. The patient's care was alerted to the (B)(6) audit personnel's attention as it is their responsibility to request priority medical assessment; and it was the patient's position changes were emphasized were to the caregivers at the (B)(6) home facility. On (B)(6) 2013, the doctor began a treatment of saline along with the application of sulfamethoxazole timetropin - metronidazole tablets granulated on the wound; position changes every ten (10) min., and a medical assessment at the end of the antibiotic treatment.on (B)(6) 2013 last healing was performed by (B)(6) medical care, as they changed the patient to another provider to make daily treatment according to medical indications. Batch records have been reviewed and found to be satisfactory. No additional event/patient details have been provided to date. A return sample for evaluation is not expected. (B)(4).